Manufacturer narrative:
Investigation results completed on a smiths medical cadd-solis vip mdl 2120 pump. The reported event of battery fall out occured during testing. Later it was revealed customer error and no fault was found with device. Device arrived with damaged lens and dso seal bubble. Testing did not duplicate event and no evidence was revealed in the event log. Therefore,no action taken and root cause was isolated to user practice, which was reported to be corrected.

Event description:
Information received that a smiths medical cadd-solis vip pump no battery fallout. Event occurred while technician was cleaning and testing pump. Response indicated the technician was not following correctly to test the battery fall -out. Since incident this has been corrected. No fault was found with pump.